Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Upon review, it was noted that the device exhibited post paced t-wave oversensing on the ventricular lead. No intervention was performed. The patient was stable and will continue to be followed-up normally.